Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of one of the returned products noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3.5cm cut line. The remaining reload had a full complement of staples. Functionally the reloads were loaded into a post market vigilance instrument, the interlock was over ridden on one of the reloads, and both of the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ultra low anterior resection, while the devices were being used to close and transect the rectum, while using the first reload, the staple line was incomplete centrally. On the second reload, the surgeon was able to press the green button but the device did not fire. A new reload was used to fix the staple line and to complete the case. There was no injury.